Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump displayed a white screen. The customer¿s blood glucose level was unknown. Customer states the pump displayed a white screen with a couple of lines through the pump .the customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.